Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went blank immediately after exposure to moisture. Customer's blood glucose level was 300 mg/dl, 350 mg/dl, 375 mg/dl. Customer unable to troubleshoot for high blood g;glucose. Customer advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.